Manufacturer narrative:
The ICD and the lead were returned for analysis. The memory content as well as the therapeutic functionality of the ICD were investigated. In the available iegms the occurrence of noise was observed in the right ventricular channel, leading to multiple charging cycles that resulted in one shock delivery. However, a thorough analysis of the ICD, especially of the sensing functions, proved the device to be fully functional. There was no indication of a device malfunction. The lead was found cut into several fragments. A proximal part of 11.5cm length and a medial part of 20.5cm were available for analysis. The fragments were visually inspected. Approximately 30-32cm distal to the df4 connector pin the lead body was found squeezed and deformed. The insulation was found damaged in this area. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Additionally, the insulation was found rubbed through 18.5cm distal to the df4 connector pin. In this region the coating of the conductor cable to the ring electrode was found damaged, most probably as a result of excessive mechanical forces due to interaction with the generator housing. The identified damages of the lead can be considered to be the root cause of the clinical observation. The manufacturing process for the ICD and the lead were reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approx. 48 months, oversensing with inappropriate therapies was reported.